Event description:
Spontaneous call from pt to report ms3 pump lost programming for sn # (B)(4). Pump is being replaced and return box sent. No interruption in therapy and she has functioning backup pump. It did not happen while in use. Reported to (B)(6) by pt/caregiver.